Event description:
Patient labs showed infection. We did a poly exchange and washout. Patient is 5 yrs post op.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Sent to pathology lab.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a triathlon ps insert was reported. The event was not confirmed. Medical records received and evaluation: not performed as insufficient medical records were provided. Device history review: not performed as the device history records for the reported lot code could not be located. An nc was initiated to address and investigate the device history records that could not be located for review. Complaint history review: there have been no other events for the lot referenced. Review of the sterile lot could not be performed as the sterile lot code could not be determined. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device, revision operative reports as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Patient labs showed infection. We did a poly exchange and washout. Patient is 5 yrs post op.